Event description:
It was reported that all but two of the filter legs were twisted upon deployment. The filter remains implanted in the planned location. No injury to patient. The doctor did not experience excessive resistance during deployment.